Event description:
It was reported that the device alarms for no apparent reason. There was no patient involvement. Subsequent to the initial MDR, additional information was received.

Manufacturer narrative:
H2: follow-up type - additional / device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional. H10: additional manufacture narrative - additional. The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the door w/ keypad assembly 8100. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/23/2014 to the present date (B)(6)2020 and note that this device has been returned for service 3 times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarms for no apparent reason. There was no patient involvement.